Event description:
It has been reported to philips that the system would not x-ray. The system was in clinical use. There was no reported patient or user harm. Trouble shooting actions along with event log review showed a problem with the ippc (image processing computer). The fse reseated all of the connections without resolve. The fse then recreated image disks hdd1 and hdd2. After recreation of the image disks, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not x-ray. During troubleshooting, fse identified issue with ippc. Fse reseated all of the connections then recreated image disks. After recreation of the image disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.